Manufacturer narrative:
Pharmacovigilance comments: the serious events of purulent discharge and implant site edema were considered expected and possibly related to the treatment. The non-serious events of implant site erythema, pruritus and skin burning sensation were considered expected and possibly related to the treatment. A likely etiology for the events is implant infection, user technique might have contributed to the infection. This case does meet the criteria for reporting to the regulatory authority since the patient was hospitalized for antibiotic therapy. CAPA: the events are expected. No corrective or preventive action will be initiated. Lot number was not reported.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 22-jul-2017 by a physician which refers to a female aged unknown. Patient´s medical history and concomitant medications were not provided. On (B)(6) 2017, the patient received treatment with unknown amount of restylane perlane (lot unknown) to the left zygomatic region with unknown needle and unknown technique. On an unknown date in (B)(6) 2017, the patient experienced redness/erythema(implant site erythema), edema(implant site oedema) and leakage of purulent secretion(purulent discharge) in the malar region. The patient also experienced burning(skin burning sensation) and pruritus(pruritus)(area not specified). On (B)(6) 2017, the injecting physician requested the patient's hospitalization and prescribed cipro [ciprofloxacin] intravenously. On the date of this report, patient was still feeling burning and it was still red. The patient experienced burning on the right side close to the eyes too. On (B)(6) 2017, patient was also prescribed clarithromycin [clarithromycin]. The injecting physician believed that there was no product left at the injection site anymore. The physician will request blood tests and site ultrasound. No lab data has been provided. The case was assessed as serious due to the hospitalization and the medical intervention with cipro and clarithromycin recommended by the physician. The reporting physician did not provide a relatedness opinion between restylane perlane and the adverse events. Outcome at the time of the report: burning and redness/erythema was not recovered/not resolved. Edema, leakage of purulent secretion and pruritus was unknown.